Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 18-jul-2024, reported that patient faced infusion set cannula bent. Patient went to emergency room and hospitalized. Cause of emergency visit was diabetes related issue. Duration of stay in emergency room was 6 hours. Ketone level was high. Ketone level was dangerous and life threatening. Infusion set has been used for less than 24 hours. Patient arrival date in hospital was (B)(6) 2024. Therefore, patient was treated with intravenous, fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.